Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are "allergic" to the implantable pulse generator (ipg) and experienced pain. The ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.